Event description:
It was reported that the user experienced hyperglycemia up to 400 mg/dl for approximately 2.5 hours, attributed to a leaking cartridge on the ilet, with troubleshooting indicating the user was likely overfilling the cartridges; no alerts or alarms were reported, and no backup therapy, ketone testing, or medical intervention occurred. Symptoms included elevated blood glucose. Outcomes included temporary elevation of blood glucose without medical treatment or hospitalization. Investigation included customer interview and troubleshooting guidance regarding correct cartridge filling and replacement of supplies. Investigation of this case revealed user technique error related to overfilling that likely led to the leak. It was concluded that the device functioned as designed and that user technique was the probable cause of the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.